Event description:
It was reported by service report that both siderails and the footboard had missing and cracked parts with exposed sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: both siderails and footboard had missing and cracked parts and vectors with exposed sharp edges.